Manufacturer narrative:
The pump alarmed motor error during basic occlusion test due to loose and or flush drive support disk. It was unable to confirm compromised force sensor system alarm due to motor error alarms. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with minor scratched display window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for compromised force sensor system. No further information provided.